Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log for the instrument associated with this event was performed; however, the query did not return any results. It is unknown what life the instrument was on when the alleged issue occurred. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument moved with an unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument had a non-intuitive motion. The reporter specified the mbf instrument reacted the opposite way the operator wanted; when the operator turned the instrument up, the mbf instrument went down. The procedure was completed. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: a3, d4, d9, and h3. Evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. Failure analysis found the primary failure of functional test failed- intuitive motion to be related to the customer reported complaint. Manual manipulation of the grips found the tips to open and close properly. The instrument was placed on an in-house system, passed recognition and engagement test, and the grips opened and closed properly. However, the grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands. The instrument was moving in the wrong direction. As a result, the instrument failed intuitive motion test. The housing was removed and no obvious signs of damage was observed. The root cause is not determinable. A review of the instrument log for the maryland bipolar forceps instrument (part number 420172-17/lot number n11210412-875) associated with this event was performed. Per logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 2 uses remaining after last use.

Manufacturer narrative:
On 01-feb-2023, the following additional information was obtained: the instrument was further analyzed by the advanced failure analysis engineer (afae). The afae confirmed the initial failure analysis findings. The maryland bipolar forceps (mbf) instrument was placed on an in-house system, and it was confirmed that it failed intuitive motion due to the pitch and yaw motion moving opposite of the master tool manipulator (mtm) command. When comparing to an in-house instrument, the returned mbf was observed that when the shafts were in the same orientation, the roll gear inputs were in different orientations. The roll input gear was removed and placed back into the instrument in the correct position. The mbf instrument was then retested on the in-house system and passed intuitive motion. Since the instrument was used successfully in prior procedures, it is unlikely that this was a manufacturing issue. It is possible that the roll input gear fell out and was placed back in the wrong position by the user.

Event description:
Refer to h10/h11 for follow-up information.